Event description:
It was reported that on (B)(6) 2013, the patient felt asleep with pressure applied over the coil. When she woke up on (B)(6) 2013, she no longer had any access to sound. No accident or trauma is known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.